Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) registry. It was reported that post treatment procedure the patient experienced an embolization. The 85% stenosed, 4mm in length, de novo target lesion was located in the left common femoral artery with a vessel diameter of 6mm. The lesion was pre-dilated and was treated with a jetstream catheter. Post procedure that patient experienced a distal embolization requiring separate intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a successful atherectomy using the jetstream® atherectomy catheter and adjunctive balloon angioplasty was performed on the left common femoral artery at the origin of the left superficial femoral artery which were severely diseased. There was 35% residual narrowing with the atherectomy alone and when followed by the balloon angioplasty there was 0% residual narrowing, there was no dissection and good flow. The event was resolved the same day and the patient was discharged two days later. In (B)(6) 2014, that patient presented with severe claudication in her left lower extremity and underwent angiography and revascularization. A successful jetstream® atherectomy to the left common femoral artery and the proximal left superficial artery followed by adjunctive balloon angioplasty and stenting into the proximal segment of the left superficial femoral artery were performed. There was 0 % residual narrowing and excellent flow down to the vessel. This was done under embolic filter protection. The filter was removed successfully with no distal embolization beyond the filter. The event was resolved and the following day the patient was discharged on aspirin and plavix.